Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm inspected all helium connections and performed leak checks per manual instruction. The stm suspects a faulty catheter extender was used by the end user. The stm replaced safety disk and tidal disk because due for replacement. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) alarmed low gas. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.